Event description:
Procedure type: laparo kidney surgery. According to the reporter: during the case after pumping the balloon 30 times, when the scope was inserted the balloon burst. The fallen pieces were retrieved. Used other device. No bleeding. No tissue damage. Not extended more than 30 minutes. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).